Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Jacket was difficult to retract. Stents were placed in contralateral and ipsilateral limbs to improve flow.